Event description:
It was reported that during implant attempt, the lead became dislodged and needed to be repositioned. After retracting the helix, the physician was unable to re-extend the helix. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor distorted, several conductors were distorted, there was blood/body fluid on the defibrillation conductor (not obstructed), the outer tubing was kinked/buckled, the outer insulation was torn, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; full lead returned and analyzed.